Manufacturer narrative:
The visual inspection, performed on the returned prosthesis, highlighted some anomalies on the inflow side: an irregular circularity and two damaged areas in the pericardium skirt. Both aspects cannot be considered related to pre-existing defects and, in the mean time, are rather consistent with an incorrect gripping between the valve and the holder cap or finally with difficulties in the deployment phase. The planned deployment simulation has not been performed due to the objective difficulties encountered in the preliminary steps (collapsing procedure) making impossible the test to reproduce what was claimed in the case history. Based on the performed analysis, the manufacturer unable to verify the reported issue because of the status of the returned valve. The patient anatomical conditions can be rather considered the most probable cause of the event, however the exact root cause cannot be established at this time.

Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a patient received a perceval pvs25, sn (B)(4). Intraoperative tee and immediate post implant reported that perceval was in normal function and anatomy preserved. On (B)(6) 2018 an echocardiograph showed severe pvl or central leak (still to be confirmed) and aortic-atrial fistula. A redo was scheduled for (B)(6) 2018. The redo was performed and the device was explanted. No further information was received.

Event description:
On (B)(6) 2018 a patient received a perceval pvs25, sn (B)(4). Intraoperative tee and immediate post implant reported that perceval was in normal function and anatomy preserved. On (B)(6) 2018 an echocardiograph showed severe pvl and aortic-atrial fistula. A redo was scheduled for (B)(6) 2018. The explant was performed on (B)(6) 2018. They repaired the fistulae (ao-right atrium) putting some pledgets that reduced the annulus area, so they decided to implant a new perceval size m, because after repair, sizer l couldn´t cross the annulus. When perceval size l was explanted some notches at the base of the prosthesis were noted. The nc sinus was bigger than lc and rc sinus. The site referred as asymmetrical annulus on direct vision, this condition was not seen on echo or CT before implant. The site concluded that the aortic-atrial fistula was probably caused due to friable tissue around the annulus after decalcification. The perceval size m was too small to cover bigger non-coronary sinus and thus the site decided to implant a st jude epic 23mm. The patient is at home in general good conditions.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. A gross investigation was performed by the manufacturer. The received valve had some blood traces on the pericardium and organic deposition in correspondence of post I. The pericardium was deformed in two portions of the inflow skirt. Subsequent investigations may determine the nature of the organic deposition and deformations of the pericardium. The manufacturer received additional information from the site. This information has been updated. Fields changed.